Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said he was implanted over 3 weeks ago and there is something wrong with their implant, it won't charge up and he can't walk without assistance. Patient said they are in pain and worse off now than before the surgery. Pt stated for 3 weeks now they have had issues walking because of the surgery. Patient wanted to meet with a medtronic representative in greenville, nc. Pt stated if they do not get assistance today they want to get the implant removed because they are not satisfied with how they are treated. Patient service agent offered to send an email to the field and attempted to redirect the pt to their managing health care provider (hcp), but the pt was escalated and demanded to meet with a manager. Patient mentioned he had complications from his back surgery and he left a message with the representative last week but he did not call him back. Pt stated they are going to get a CT scan today to see why they are having issues walking. Pt stated they are hurting worse now than it is before. Pt stated they cannot get the implant to charge up. Agent reviewed that agent could potentially assist them and that the medtronic representative would redirect them to call patient services (ps), but pt declined troubleshooting. Agent sent an email to the ps team requesting a member of the escalation team reach out to the patient. Additional information was received from the patient. Patient called back escalated due to the medtronic rep call back. Patient had requested a management callback and received a call from the medtronic rep that they had worked with. Patient no longer wanted to hear from that medtronic rep and wanted to speak to a manager at headquarters. Patient additionally escalated when agent attempted to apologize. Patient explained that no one has contacted them since they were implanted with the device. Agent assured patient of callback and emailed leadership team. In response to pt escalation, technical services (tss) called the pt back. Pt said they had talked to the medtronic (mdt) rep who "blew them off" and made excused about being busy and then spoke to another rep on friday 03/01 who finally helped them. Pt said they did not want to talk to the first rep again because they were not helping them and made excuses about being busy and did not return patient calls. Pt said they had implant surgery 3 weeks ago and were still in a lot of pain. Pt said they also could not charge their device. The rep called on friday and pt had finally been able to charge with the rep's assistance. Pt said the device had not been working and pt did not have therapy since the wednesday after implant date. Pt said the issue was that the surgeon who performed their surgery tried to remove scar tissue from their trail and pt said they were bleeding when left on table and still had resulting  stomach pain since implant procedure. Rep explained that the pain would resolve itself. Pt said the pain transitions right through their stomach and the pain caused them to go to the emergency room. Pt had CT scan done on their stomach. Pt said they were constipated and could not take their pain medication(pt later said they did not want to take their pain medication anymore). Pt mentioned a hernia mesh surgery performed about 8 years ago and again mentioned scar tissue from the trail. Pt said the scar tissue and other issues had "nothing to do with medtronic." Pt said the rep told them that they had heard of cases where the complications the pt was experiencing would happen, but had never actually had a pt who experienced them and the issue the pt was having with immense pain was "rare" (tss did not ask for further details because pt was extremely escalated). Pt said they were almost at the point where they were going to have the device explanted. Pt finally explained what had happened with trial. Pt said the doctor (hcp) who performed trial made a mistake and cut them and the pt bled on the table and then hcp who performed implant surgery then tried to clean up the s car tissue, but messed this up and now the pt had stomach pain. Pt said they had nothing but pain for the past 6 days, but now that the rep had helped them, the pt's pain was easing off. Tss explained that a record of what the pt had said would be made.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-m additional information was received from a manufacturer representative (rep). The rep reported that the patient was the cause of the charging issue, and the patient was reeducated on proper technique.